Event description:
It was reported that pump experienced malfunction with display showing high blood glucose, and no notable events occurred before issue. Customer¿s blood glucose reportedly exceeded normal range, but specific value was unknown. Customer treated high blood glucose with correction injection using multiple daily injections and did not require third-party assistance. Technical support guided customer through pump reset, but malfunction recurred, so pump was replaced under warranty with a device containing updated software. Customer planned to use multiple daily injections as backup therapy, confirmed shipping details, agreed to signature on delivery, and was instructed to let battery fully deplete, return malfunctioning pump within 10 days using provided materials, and then program pump settings and connect continuous glucose monitor on replacement pump.